Event description:
Narrative from staff: during surgical procedure (total hysterectomy/bilateral salpingectomy - robotically assisted) surgeon opened robotic mega suturecut needle driver and closed the instrument on a suture to grasp it. While closing the instrument, the jaw of the instrument broke while inside the patient's abdomen. Surgeon noticed immediately and told everyone to pause. The robotic instrument was removed from the abdomen. The broken piece was found and removed from inside the patient. The procedure continued as normal after confirming that all pieces of the instrument were removed from the patient and surgical field. The sales representative for intuitive surgical/da vinci was in the room at the time of occurrence. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Intuitive surgical representative was in the operating room at the time of the event. He has already reported to intuitive surgical.